Event description:
It was reported there was an intermittent loss of video. This issue likely results in a loss of live image, thus making the system unusable. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.